Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient had drainage from pacemaker site in (B)(6) due to microbial infection of unknown source. There is no allegation against the device or procedure to have caused this infection. The device was explanted.